Event description:
It was reported that the user stopped receiving glucose readings from the dexcom g6 continuous glucose monitor (cgm) to the ilet and received a ¿dosing stops soon¿ alert; review of the alarm history indicated a transmitter issue followed by loss of connection, and the user re-entered the transmitter serial number and proceeded with a sensor repairing, consistent with an intermittent communication failure involving the transmitter antenna and an interoperability problem between the cgm and the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an intermittent communication failure traced to a transmitter component issue affecting the antenna and resulting in an interoperability problem with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a temporary transmitter component failure affecting electrical and magnetic performance of the antenna.